Manufacturer narrative:
E1: address line 1 (B)(6). Address line 2 (B)(6). One device was received for evaluation. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. A software update was executed with a long-term test to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited 'error code 46828'. There was unknown patient involvement.